Manufacturer narrative:
(B)(4). This is a report of user error. The home patient replaced the supply solution bag with a new one because it was empty. This report cannot be confirmed in the lab due to a lack of sample. The root cause is user error/ mis-use. This review found the labeling adequate for the user error in the report. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by user error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted. Should any additional information become available, a follow-up report will be submitted.

Event description:
During troubleshooting for a check lines and bags alarm the home patient (hp) stated the supply bag was emtpy, so they disconnected it and added a full bag. The technical services representative (tsr) advised the hp to restart therapy with new supplies. There was patient involvement. No patient injury or medical intervention was reported. During a follow-up, hp confirmed she was told not to disconnect bag during therapy. There is no additional information available.